Event description:
When the transfer set tubing is removed after filling the bag, the remaining end that is supposed to be capped is a male end. But the caps provided are also male. This has occurred on at least 3 occasions.